Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the patient experienced low transmitter battery. No injury or medical intervention was reported. Data log was reviewed on (B)(6) 2016. Complaint of a low transmitter battery with a transmitter failure error was confirmed on (B)(6) 2016. The root cause could not be determined. This complaint is reportable based on findings of a transmitter failure error. The transmitter was returned for evaluation. The device was determined to be in good condition based on external visual inspection. Transmitter failed voltage testing. Additionally, a transmitter error was found in the data log. The reported event of low transmitter battery was confirmed. A root cause could not be determined.